Event description:
It was reported that balloon slow deflation occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon deflated slowly. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.